Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and migraine on (B)(6) 2020, with unknown blood glucose value and current value was 595 mg/dl. Customer had symptoms like abdominal pain and headache. The customer was treated with manual injection, intravenous drip, saline fluid and potassium. Customer was not using auto mode feature. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.